Event description:
It was reported the force sensor/plunger sensor/motherboard had an issue. No patient injury reported.

Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with broken tamper seals and the right plunger case was damaged. The battery was missing. There was a force sensor test error in history, also a plunger sensor error. The device was functionally tested. The plunger error could not be verified. The mother board worked good with no problems. The root cause of the reported issue was found to be that the device was out of specification/calibration. Actions were taken to mitigate the reported issue: the device was recalibrated as part of the preventative maintenance.